Manufacturer narrative:
A lead revision procedure was planned for a future date. Another manufacturer's previously capped ventricular lead will be used as the rate/sense lead. Should additional information become available this event will be updated.

Event description:
Boston scientific crm received information that this implantable defibrillation lead exhibited oversensing on the rate/sense channel which resulted in greater than 2 seconds of pacing inhibition. All lead measurements were acceptable. It was determined that the rate/sense coil was located close to the patient's valve and atrial flutter was being oversensed. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate the shock portion of this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the rate/sense portion of this lead was replaced with another manufacturer's right ventricular (rv) lead. No adverse patient effects were reported.